Event description:
New information received notes that when the patient presented through merlin.net transmission with an episode of non-sustained vt, intermittent undersensing was observed. Patient will be brought into clinic for programming changes and patient will continue to be monitored.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that through merlin.net transmission, undersensing on ventricular channel during an svt was observed. Review of session records noted that after pvc, next r-wave was undersensed. Undersensing was infrequent and was not inhibiting diagnosis of the rhythm. R-wave amplitude was also variable. Programming changes were made. Patient's condition was good.